Event description:
The customer reported when a fully charged battery inserted in the device it shows auto test failure. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.